Event description:
The pt was undergoing surgery for cochlear implants. The surgeon was drilling the mastoid bone when the tip of the diamond bur fragmented. This happened with 2 separate burrs. All of the pieces of the burrs were retrieved under direct vision & an x-ray for electrode placement did not show any gross fragments.